Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box showed one loss of prime warning (cs162) with low non zero. During testing, the pump successfully completed the rewind, load cartridge, and prime steps successfully with no loss of prime warnings. The force sensor calibration was found to be within specification. The pump was exercised for 24 hours with no loss of prime occurring. The pump was opened and there was no evidence of physical damage on force sensor pins. The complaint of a loss of prime issue was shown in the pump history but was not duplicated during investigation.